Event description:
Medtronic received information regarding an adjustable shunt. It was reported that the doctor had an issue with programming the shunt that was implanted on (B)(6) 2025. The shunt was jumping from 1.5 mm h2o to 2 mm h2o. The doctor was unable to reprogram to a constant 1.5 mm h2o. The patient's condition was deteriorating as they were experiencing eye sight disturbances, nausea, feeling of unwell, and headaches. The doctor suspected the shunt was compromised or faulty. The patient was taken back to theatre to explant and replace the shunt. The doctor replaced the valve and lumbar catheter, but the peritoneal catheter remained implanted. The patient's medical history indicated an allergy to penicillin. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.